Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The actual sample device was not received but a photograph was received. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A european team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. Baxter will continue to monitor similar reports to determine if further actions are required. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
A report was received by baxter (B)(4) that while a patient was receiving hemodialysis via aquarius machine it was observed that the predilution line had white formations in it. The treatment was stopped. No medication was added to the bags or via the aqualine and all accusol bags were mixed. There was patient involvement but no patient injury or medical intervention was reported.